Event description:
It was reported the lead fractured. Additional information received indicated that a break in the lead insulation was seen. The lead was replaced. It was also noted that prior to the replacement, the lead had stable impedances and thresholds. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.